Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while the patient was sleeping in an adequate position, the motor's revolutions dropped to -46. The revolutions were attempted to be increased however the motor did not respond. The nurse switched over to the backup console with the revolutions remaining negative. The nurse proceeded to change the motor and reposition the patient, after which the revolutions returned to normal. The patient did not experience any complications during the event. Following this, the motor was connected for 48 hours to a test circuit with a console known to be functional and no issues were observed. It was concluded that the malfunction was not related to the motor itself but rather the patient's hemodynamic condition. The motor was left operation under observation and in use on site.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated due to the reported event of the motor¿s speed dropping to -46 revolutions per minute (rpm). The centrimag motor (serial number (B)(6)) was not returned for analysis, and no log files were provided. Available information for this event indicates that the cause of the issue was isolated to the patient not being positioned properly, which resulted in certain hemodynamic complications. During the event, the patient did not experience any adverse effects, and the issue resolved after the patient was repositioned. Available information for this event also indicates that the console and motor were operating as intended throughout the event. The root cause of the reported event could not be correlated to an issue with the motor. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Event description:
The chief nurse reported that the patient was not positioned appropriately, which resulted in certain hemodynamic complications, not associated to the motor.